Manufacturer narrative:
Vyaire medical was able to confirm the issue - unit was cycling during the power on self test (post). Vyaire field service representative (fsr) evaluated the device on-site, and performed initial unit test. Unit was also failing post during battery verification. Gde (gas delivery engine) replacement procedure was then began. Device serial number was reset as well as the device mcs. An operational verification procedure (ovp) was performed and the unit passed. Repair was complete, and the unit now meets factory specifications.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator was cycling during the power on self test (post). There was no patient involved in this reported event.